Event description:
Fifty minutes into dialysis treatment, blood was noted to be leaking from around the sides of the top part of the venous drip chamber. Treatment was stopped and the patient was disconnected from the lines. Defective tubing was noted.